Event description:
Note: this report pertains to the first of three devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-03592 for a description of the second device and manufacturer report #33005099803-2010-03593 for a description of the third device. It was reported to boston scientific corporation that a lynx system was used during a procedure performed on (B)(6), 2009. The patient age was reported as (B)(6). According to the complainant, the patient condition was "fine" immediately post-procedure. During the first post-operative visit, the physician noticed a mesh erosion, and the patient had a postvoid residual of 40 milliliters. The patient reported difficulty voiding beginning immediately after placement of the lynx sling, along with vaginal infections and dyspareunia. The physician treated the patient with vagifem and metrogel. It was also noted that the patient's postvoid residual was 340 milliliters by catheter and that "the sling feels tight." Several attempts at follow up have been unsuccessful.